Event description:
Reporter indicated that a vns patient had developed an infection at the generator incision site. The treating physician indicated that the infection was a foreign body reaction. The patient underwent revision surgery where the surgeon cleaned out the generator incision site, but not the generator itself. The surgeon re-inserted the generator back into the cleaned out pocket and closed up the incision. The original lead and generator remain implanted in the patient. A few weeks after the surgery, the patient's generator incision site has re-opened and the patient has reactive granulation. The surgeon indicated that there is no infection.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.